Manufacturer narrative:
MDR 1049092-2022-00302 / device 1 of 2. Common device name: hydrophilic cure catheter. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
Consumer reports "when withdrawing the catheters from his urethra they require more pulling to remove them from urethra than others catheters in the box; happens only for about qty 2-4 in each box as these catheters are typically easy to remove. He has to pull these catheters out of urethra with more force than usual until he is about 3/4 of the way out with the catheter and then it comes out easier. Denies pain or bleeding. He said there is nothing that he can tell with the catheter themselves that are abnormal prior to use. He said they " go in no problem." He said he has been using these catheters for years since learning to cath and this occurs with about qty 2-4 catheter from each box since then. He said he prepares them as instructed by popping water sachet and running water all along catheter and uses them within 1-3 minutes and is is aware of how to properly place coude tip and ensures blue guide line stipe is up. He said he reported this occurrence last year to his supplier as well. Consumer also reports feeling the slight sensation of "like a nail on skin very lightly" at about the 2 inch mark in urethra, when placing catheter denying any resistance or difficulty placing catheter. He said this has occurred ever since he started cathing 4 years ago with every catheter always and not a new occurrence." Consumer was advised him to follow up with his urologist. His last cystoscopy was 3 years ago. He has no scar tissue or strictures or blockages he is aware of in his urethra. He has been cathing for 4 years and is now cathing 6 x a day for bladder atony causing retention. He also made an observation that after he activates the hydrophilic coating, he runs the catheter along the sterile plastic sheath up and down to make sure it is all lubricated and slippery. He said at times he will notice little "muddled clumps of coating that may or may not have been activated" he is unsure. He said this does not correlate with any difficulty withdrawing the catheters though or any difficulty with use at all and this is just an observation he has noted.